Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data of architect tsh reagent lot number 54659ud00. The ticket search by lots indicates that the reagent lot performs as expected for the issue under review. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Historical performance of the architect tsh reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The median population result for the complaint lot 54659ud00 is within established limits, indicating that the lot is performing acceptably in the field. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect tsh, reagent lot 54659ud00.

Event description:
The customer observed falsely decreased thyroid stimulating hormone (tsh) results on multiple architect processing module for multiple patients due to heart disease. The result provided were: (B)(6) 2024 sid (B)(6) tsh initial=12.3345 uiu/ml /repeated on architect (B)(6)=35.8064 and 35.1718 uiu/ml. On (B)(6) 2024 second patient sid (B)(6) tsh initial= 5.0131 iu/ml /repeated on architect (B)(6)=12.7800 and 12.3593 iu/ml. The customer stated the patients underwent for cardiac catheterization due to the patient's current condition. There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6) . An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect free t4 (ft4) results on multiple architect processing module for multiple patients. The patients were in the hospital due to heart disease. The result provided were: on (B)(6) 2024 first patient sid (B)(6) ft4 initial= 1.68 ng/dl /repeated on architect isr62760=0.86 and 0.83 ng/dl. On (B)(6) 2024 second patient sid (B)(6) ft4 initial=>5.00 ng/dl /repeated on architect isr62760=0.97 and 0.95 ng/dl the customer stated the patients underwent for cardiac catheterization due to the patient's current condition. There was no reported impact to patient management.

Manufacturer narrative:
Updated section b5 describe event or problem: the customer observed falsely decreased thyroid stimulating hormone (tsh) results on multiple architect processing module for multiple patients due to heart disease. The result provided were: (B)(6) 2024 sid (B)(6) tsh initial=12.3345 uiu/ml /repeated on architect (B)(6)=35.8064 and 35.1718 uiu/ml. On (B)(6) 2024 second patient sid (B)(6) tsh initial= 5.0131 iu/ml /repeated on architect (B)(6)=12.7800 and 12.3593 iu/ml. The customer stated the patients underwent for cardiac catheterization due to the patient's current condition. There was no reported impact to patient management. Updated section h6 - adverse event problem: medical device problem code to a090810 from a090809.

Event description:
The customer observed falsely decreased thyroid stimulating hormone (tsh) results on multiple architect processing module for multiple patients due to heart disease. The result provided were: (B)(6) 2024 sid (B)(6) tsh initial=12.3345 uiu/ml /repeated on architect (B)(6) =35.8064 and 35.1718 uiu/ml. On (B)(6) 2024 second patient sid (B)(6) tsh initial= 5.0131 iu/ml /repeated on architect (B)(6)=12.7800 and 12.3593 iu/ml. The customer stated the patients underwent for cardiac catheterization due to the patient's current condition. There was no reported impact to patient management.